Event description:
A malfunction alarm identified as malf 9 was reported. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it, with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if any further issues occurred, which was understood and acknowledged.